Event description:
The customer reported that an 840 ventilator had an inoperable display. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to replace the graphical user interface (gui) printed circuit board (pcb). Covidien was not authorized to service the device. The customer reported that they don't have enough funds to perform the repair at this time.

Manufacturer narrative:
(B)(4).